Event description:
The customer reported the unicel dxc 660i access clinical synchron system had reagent probe a leaking. The leak was contained to the instrument. No exposure reported. Customer was wearing gloves, eye protection, and laboratory coat. Customer reported there was one erroneous c-reactive protein (crph cardiac) patient result generated but was not reported out of the lab. No change in patient treatment due to the erroneous result. Customer reported quality control is acceptable on day of the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause of the reagent probe a leaking and the erroneous crph cardiac result was the collar wash valve. Fse replaced the part and the issue was resolved.